Event description:
A cartridge alarm 20 was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was able to load a new cartridge independently and successfully resumed insulin therapy, resolving the issue.